Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 15 states, "metal on metal articulating surfaces have limited clinical history." Discarded.

Event description:
Patient underwent a hip revision approximately 12 years post-implantation due to elevated metal ion levels and a cyst. The modular head was removed and replaced with an active articulation system.